Event description:
11/19/96 pt had a cardiac cath. 11/20/96 he returned to cath lab for a ptca of the diagonal branch lt anterior descending, left anterior descending coronary artery and left circumflex artery. 11/21/96 he had a ptca of the posterior descending branch of the right coronary artery and posterolateral branch of the right coronary artery beyond the posterior descending. 11/22/96 he was ambulated. 11/23/96 pt was dismissed. No signs or symptoms of any burn at that time. 6/7/98 rec'd notification from pts attorney that he'd rec'd a radiation burn during his treatment/procedures in this hosp.